Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. It was reported that the auto mode was automatically delivering insulin at the time of low blood glucose event. The customer¿s blood glucose level was 3 mmol/l,6.3 mmol/l and treated with food. The customer declined troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.